Event description:
A report was rec'd from the registry indicating that this pt was admitted to hosp 293 days post cypher stent implantation with aggressive restenosis of two previously implanted cypher drug eluting stents. Angioplasty was conducted in the lad with drug eluting balloon. Cutting balloon also used during the procedure was ivus guided. Angiography also indicated 0% stenosis of the lad. This patient presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was stable angina pectoris. Pre and post-procedure cardiac enzymes were not documented. Pre-procedure medications included aspirin, clopidogrel and statins. Intra-procedure medications included aspirin, clopidogrel, reopro and unfractionated heparin. Pci was performed on a de novo lesion in the mid to distal left anterior descending artery (lad) of 30mm in length in a 2.75mm vessel diameter. The lesion was classified as b1. Two overlapping stents were deployed by direct stenting. A 2.25x23mm cypher select plus stent was deployed at 0 atmospheres (atm) with satisfactory results. Post-dilatation was conducted with a 2.0x15mm balloon at 0 atm. Then a 2.25x13mm cypher select plus stent was deployed next at unknown inflation pressure. The residual diameter stenosis was not documented. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications and the pt was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months and during the 1 month follow-up, the patient was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins and ace inhibitors. The pt reported having pericarditis post-pci. Medical records were not seen for this event, which was classified as unrelated to the study device. During the six-month follow-up, the pt was asymptomatic. Ongoing medications remained the same. During this period, the pt experienced shortness of breath. It occurred when walking up a slight incline and was worsening. It was classified as unrelated to the study device and procedure. During the 1-year follow-up, the pt had angina pectoris. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. During this time frame, the pt had the re-pci and coronary angiography.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval. Additional info rec'd will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that was submitted under the following manufacturing numbers 9616099-2008-01344 and -01345.